Manufacturer narrative:
Incident involves user error, as customer was attempting to test using expired test strips. No investigation will be conducted. Therefore, this report is being filed as a final report.

Event description:
Customer reported receiving an error message on the display of her precision xtra blood glucose meter. Customer then realized her test strips were expired. It was further reported customer experienced vertigo, diaphoresis and subsequently lost consciousness. No third-party emergent medical intervention was required. Customer self-treated by taking insulin and eating candy. There was no report of death or permanent injury associated with this event.